Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
The pt underwent a successful arthroscopic acl repair on (B)(6) 2011: approx 5 weeks post-operatively, the pt presented with a "staph" infection. Several mitek instruments and devices to fixate an rti allograft were used in the procedure: fixation devices have been identified, however, no instrumentation info has been supplied. At this point in time, this is all of the info that has been made available to mitek; there are questions out to the facility contact for further detail and clarity. Also see associated mdrs: 1221934-2011-00184, 00185, 00186, 00187, 00188, and 00189.